Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm and screen was hard to read because on the corner way to battery there was a piece missing. No harm requiring medical intervention was reported. Customer stated the insulin pump had rejected new batteries and had rewind more than once per reservoir change. Customer stated that insulin received no delivery alarm and backlight was dimmer. The device will not be returned for analysis.